Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 10 years post implantation due to unknown reasons. No further details or outcomes have been provided. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the articular surface to exhibit damage and wear on both condyles. The distal surface of the implant also shows wear in the form of nicks, dings, and scratches. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are maintained. Bone quality is osteopenic. The osteolysis along the femoral implant. No anatomic abnormalities are identified. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from initial operative report: midline incision, medial parapatellar approach, stable construct, drain placed. A definitive root cause cannot be determined. Complaint is not confirmed as reason for revision is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.